Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter was leaking. Customer was first time using the machine after coming home from the hospital and it was different than the prima fit that they used while in the hospital. Patient needed instructions on how to use the purewick at home model. Representative walked through the device set up and advised the customer of wick positioning as the purewicks were a bit different that the prima fits that they used at the hospital.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick female external catheter was leaking. Customer was using the machine for the first time after coming home from the hospital and it was different than the prima fit that they used while in the hospital. Patient needed instructions on how to use the purewick at home model. Representative walked through the device set up and advised the customer of wick positioning as the purewicks were a bit different that the prima fits that they used at the hospital.